Manufacturer narrative:
Device evaluation: visual inspection with the unaided eye shows the lens case was received opened with no lens in it. Further examination shows that the lens was found loose inside the biohazard packaging. The product was inspected by a qualified inspector using 12x microscope magnification. Inspection showed that the lens was cut and had a long scratch in the middle of the lens. Cosmetic issue was confirmed however how and when the scratches were introduced could not be determined. This type of scratch will be rejected during final inspection in manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
After the intraocular lens (iol) was fully inserted, the doctor noticed a scratch on the lens. Therefore, the doctor removed it and replaced it with the backup iol of the same model and diopter. The patient is fine. No additional information was provided to abbott medical optics.